Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was vibrating unexpectedly during delivery. No alerts or alarms were observed on the pump screen when the issue occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.